Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was three photographs depicting a 4fr s/l groshong nxt clearvue catheter. The depicted catheter was assembled with a two-piece connector. Usage residues were apparent throughout the sample. A complete break was visible in the catheter shaft approximately 5cm-6cm distal of the connector. The break profile appeared irregular. Possible adhesive residue was observed on the catheter shaft between the connector and the break. While a break in the catheter shaft was clearly visible in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the break. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and tensile (pulling) stress. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recr2465 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported patient had a PICC catheter placed from the left basilic vein on (B)(6) 2019, with 3 cm exposed externally. A nurse reported after local disinfection, the catheter was ruptured internally when being removed. Immediately applied bandage and performed x-ray, showing the rupture was located in the arm. After contacting a doctor from vascular surgery, head nurse accompanied the patient and family to emergency department in the hospital¿s new branch. B-ultrasound showed the rupture point was around 2 cm away from the puncture site. Director of vascular surgery, tried to remove the catheter locally in debridement room, but failed. Another x-ray indicated the rupture part moved to the oxter. Contacted a doctor from cardiovascular medicine department. In the afternoon of (B)(6), the foreign matter was removed from the ventriculus dexter smoothly under local anesthesia. This patient was in stable mood postoperatively. On (B)(6), the condition of this patient became stable and she was discharged.